Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will charge and boot. The receiver log did not show any issues related to customer complaint. Performed receiver drop test for intermittent audio and passed. The customer complaint was not confirmed because receiver passed manual sound test, sound was heard. The reported event of an intermittent audio output was not undetermined. The root cause for intermittent audio output could not be determined